Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. The returned customer test strips had a discolored reagent and produced error messages when tested. The discoloration of the test strip reaction field indicates that the test strips were exposed to external (outside of the container) influences, e.g. Light or humidity.

Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek inrange meter serial number (B)(4) compared to an animal thromboplastin laboratory method. The results from the meter were 5.7 inr and 5.8 inr. The result from the laboratory within 3 hours was 3.6 inr. The patient's therapeutic range is 2 - 3 inr.